Event description:
It was reported that an ilet user experienced repeated power cycling and loss of function when the device was removed from the charger, with the device appearing to reboot when placed back on the charger and failing to remain powered despite a displayed battery level of 96 percent; bluetooth reconnection issues with the mobile app were also noted, and the charging pad connection was unstable, after which a replacement charging pad was arranged and a replacement ilet was initiated. Symptoms included dehydration during a hyperglycemic episode with a highest reported blood glucose of approximately 400 mg/dl lasting about four hours. Outcomes included the need to revert to subcutaneous insulin via pen and continued cgm use with the dexcom app, with no alerts from the ilet, no need for outside assistance, and no medical intervention or hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.